Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the vitrectomy probe did not work" (device inoperable). The surgeon reported the vitrectomy probe did not work. The probe was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The vitrectomy probe will be sent for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).